Manufacturer narrative:
Trackwise#: (B)(4).updated sections: 1.the device was returned to the factory for evaluation on 08/02/2024. An investigation was conducted on 08/20/2024.a visual inspection was conducted.signs of clinical use and evidence of blood was observed.there were no visual defects observed on the intact btt without magnification.a 25 cc syringe, filled with air was attached to the inflation port line on the btt.the syringe plunger was depressed to inject air.the btt was unable to be inflated.a syringe filled with fluid was used to inflate the btt.the btt did not inflate and a small stream of liquid was observed coming out of the btt silicone balloon.under magnification, a small hole was observed on the silicone balloon, which led to a leak.based on the returned condition of the device as well as the evaluation results, the reported failure "inflation problem" was confirmed.the lot # 3000329420 history record review was completed.there were no ncmrs, rework, or deviations documented for the reported lot number.based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a

Manufacturer narrative:
Tw ID#(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 balloon on btt didn't inflate. There was no rupture in the balloon. A new btt from an accessory kit was used to continue the procedure. There was no procedural delay. There was no patient harm.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 balloon on btt didn't inflate at the beginning of the procedure. There was no rupture in the balloon. A new btt from an accessory kit was used to continue the procedure. There was no procedural delay. There was no patient harm.

Manufacturer narrative:
Trackwise#: (B)(4).